Event description:
The patient was getting high blood glucose results. The doctor prescribed insulin for the patient. 3 days later pt tested pt's blood glucose on the suspect device and it was hi at 1am. Pt took insulin and at 2:30am pt was not felling well so went to the ER. The ER tested pt's blood glucose and it was 50 mg/dl. They did a lab draw and it was 50 mg/dl or 52 mg/dl. Pt's suspect device read pt's blood glucose at 400mg/dl at the same time. Pt was admitted to the hospital.